Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, during the inspection on the device, it was determined that water entered the air gas module from the hospital central air system. The air gas module was replaced. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. According to the manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/16/2015. Corrected manufacture date: 02/17/2015.